Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3889-28, lot # va0uvha, implanted: (B)(6) 2015, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient.

Event description:
A patient implanted for urinary dysfunction and gastrointestinal/pelvic floor reported that she fell and hit her head years prior to implant. She also had lung cancer about three years ago, memory problems, and a lot of health issues including hip replacements and cataract procedures. The patient was told that the trial experience went well and she qualified for receiving the device. The day after implant, she got up to go to the bathroom and fell and knocked her eye tooth/front tooth out, which would need surgery. She spoke to her healthcare provider about it, but nothing was mentioned about checking the wire. The patient also never had symptom control or therapeutic benefit since implant. The issue was not related to positional movement. She had received programmer instructions and directions from a manufacturer representative. The patient was scheduled to meet with her healthcare provider on (B)(6) 2015. She later had stimulation off, but was now seeing a new doctor who instructed her to try to use stimulation again. The patient recently found out the lung cancer was back. She had a brain MRI for the lung cancer done on (B)(6) 2016 felt ¿banging and lightening and stabbing¿ in the uterus and was very uncomfortable when the MRI was being done. She wasn¿t sure if the implant was turned off. The MRI technician had called for information, but the patient wasn¿t sure who was called. The MRI technician told the patient to call her healthcare provider and let them know what happened. She needed to get therapy working because she was going 20 times a day and 5 times a night. On (B)(6)2016, the patient was able to use the patient programmer and verify that stimulation was currently on. She was on program 3 at 3.8 and did not feel stimulation. She increased stimulation to 4.2 and when she went to the bathroom, she had a stabbing pain ¿down there.¿ she decreased stimulation to 4.1 and stated stimulation was comfortable when sitting, standing, and walking. On (B)(6) 2016, she reported having pain and an uncomfortable feeling and would like to adjust stimulation. She used the patient programmer to adjust stimulation on program 3 from 4.1 volts to 4.0 volts. Therapy was on and the patient was not feeling stimulation. Two days later, she was still not able to get therapeutic relief and was still experiencing stabbing pain. The prior day she had to go to the bathroom every 25 minutes and was getting dehydrated. The patient was walked through decreasing stimulation and felt more comfort after decreasing stimulation. She was going to see her healthcare provider in the next couple weeks to have the programs adjusted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.